Manufacturer narrative:
This product is not marketed in the us. (B)(4)-secondary surgery, lens exchange. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6 mm vicmo12.6, -6.5 diopter, implantable collamer lens in the patient's leftt eye (os) on (B)(6) 2018. The lens was removed on (B)(6) 2018 due to low vaulting. The lens was exchanged for a longer lens and the problem was resolved.

Manufacturer narrative:
Device evaluation: the lens was returned in a micro centrifuge vial with moisture on the lens. Visual inspection found the lens haptic torn and the torn haptic piece missing. Date of this report: it is corrected to "10-apr-2018" in the initial MDR. Received by MFR: it is corrected to "10-apr-2018" in the initial MDR. (B)(4).